Event description:
It was reported that at 2230 the physician attempted to place an a-line and was having difficulty having the a-line placed. Physician requested a manual blood pressure. Nibp reading 100-110's systolic, however, doppler bp was 40's. Levophed was increased, nibp on the solar 8000i with pdm continued to read 100's while a-line reading were 60's systolic. Pt expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.